Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpackaging a radial jaw 4 standard capacity, a hair was found within the sterile package of the forceps. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.